Manufacturer narrative:
A ge healthcare service representative performed a checkout of the unit and confirmed the reported issue. The anesthesia control board and the ventilator engine assembly were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that on power up, the system displayed a message to ventilate manually. There was no report of patient injury.